Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10551. It was reported the pt ((B)(6)) felt a heating sensation at the pocket site while charging the ipg. The pt attempted charging more frequently for shorter amounts of time to no avail stating that there was still an uncomfortable temperature increase at the ipg pocket site. The physician advised the pt to use a towel as a skin barrier during charging. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction/removal number: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.